Event description:
It was reported to tyco healthcare in 2005, that a customer had a problem with a foley catheter. The customer alleges that the catheter was found in the patient's bed two hours after being fitted; the ballon had deflated.